Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for viper2 final tightener handle was conducted identifying that lot number gb63422 was released in a single batch. Batch1: lot qty of (B)(4) units were released on february 20, 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 final tightener handle (p/n: 286745500, lot #: gb63422) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches/nicks on the device. Functional test: a functional test was performed on the returned device. The torque range measured and was found to not b within the specified torque range of the device. Hence, the torque test failed high. Document/specification review: based on the date of manufacture, the current and manufactured revisions of drawing were reviewed viper2 final torque limiting handle; dwg- current and manufactured revisions no discrepancies or issues were identified. Complaint confirmed? Yes, the device received failed high. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the viper2 final tightener handle (p/n: 286745500, lot #: gb63422). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during surgery on (B)(6) 2021, the handle seemed to have lost the torque mechanism. The surgeon stopped using the handle and used the extra available in the set. Procedure was completed with no delay. There was no patient impact. This report is for a viper2 final tightener handle. This is report 1 of 1 for (B)(4).